Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue of not charging. The event code was verified. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not charge. Additionally, upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control was unable to duplicate the reported issues, but the reported service event code was verified. After the device passed functional and performance testing, the device was returned to the customer. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not charge. Additionally, upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.